Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was taken to the emergency room on (B)(6) 2019 due to diabetic ketoacidosis with a high blood glucose level of 28 mmol/l. The customer stated that they experienced food poisoning that led to diabetic ketoacidosis and hospitalization. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they treated high blood glucose level with intravenous insulin at the hospital as the insulin drip did not work. The customer stated that they experienced nausea and vomiting as a symptom of high blood glucose level. The customer did not allege the insulin pump for under delivery. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.